Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the video cable was broken and therefore the image was green. Additionally, the protector of the cable section was overstressed. Based on the results of the investigation, it is likely that one of the following led to the malfunction: failures in the microelectronics of the close control unit (ccu) plug; degradation within the charged coupled device (ccd) and ccu plug caused by prolonged heat; or corrosion or damage on the soldering joints. A device history review revealed no issues that could have caused or contributed to the reported issue. The instructions for use states ¿if a device failure occurs during surgery, a replacement device must be available. Before starting the procedure, each user must ensure that an appropriate replacement device is available so that the procedure can continue successfully in the event of any problems.". Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the video telescope produced a green image when connected. The issue was found during preparation for use. There were no reports of patient harm.